Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain') and arthropathy ('joint issues') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and life threatening). On an unknown date, the patient experienced arthropathy (seriousness criterion disability), back pain ("back pain"), fatigue ("fatigue"), tooth loss ("death of 5 teeth") and anxiety ("anxiety") and was found to have weight decreased ("weight loss"). At the time of the report, the pelvic pain, arthropathy, back pain, fatigue, tooth loss, weight decreased and anxiety outcome was unknown. The reporter considered anxiety, arthropathy, back pain, fatigue, pelvic pain, tooth loss and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain') and arthropathy ('joint issues') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and life threatening). On an unknown date, the patient experienced arthropathy (seriousness criterion disability), back pain ("back pain"), fatigue ("fatigue"), tooth loss ("death of 5 teeth") and anxiety ("anxiety") and was found to have weight decreased ("weight loss"). At the time of the report, the pelvic pain, arthropathy, back pain, fatigue, tooth loss, weight decreased and anxiety outcome was unknown. The reporter considered anxiety, arthropathy, back pain, fatigue, pelvic pain, tooth loss and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm compliant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.